Event description:
Same case as MFR report #2134265-2008-00108. It was reported that during a coronary artery drug eluting stenting treatment procedure withdrawal resistance and stent explantation occurred. The 90% stenosed target lesion was in the moderately tortuous and calcified mid right coronary artery (rca). A 3.5x28mm taxus express2 drug eluting stent (des) had been implanted in the mid lad and a dissection was observed in the distal end of the stent. A 3.5x16mm taxus express2 des was advanced to treat the dissection, but was unable to cross the lesion. During withdrawal, resistance was encountered. The physician removed the non-bsc guide catheter and stent delivery system. It was noticed that the previously implanted taxus express2 des had been explanted. The explanted device struts were entwined with the stent struts of the 3.5x16mm taxus express2 des. "Atheroma" formation was noted in the coronary artery. The lesion was treated with a non-bsc stent. There were no additional complications reported. Repeated requests for additional information have been made; however, no information has been received.

Manufacturer narrative:
.